Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 144234: 30 items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event. On (B)(6) 2018 the patient match provided the myknee planning review with the following outcomes: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly

Event description:
The patient 10 months after primary complaining of poor range of motion. The surgeon revised the 11mm insert for a 10mm one. The surgery was completed successfully.